Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported after 10 days use on pt, a nurse confirmed a crack in the neck flange. The info provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the pt. Covidien has attempted to gather further details surrounding the circumstances of this report, without success.